Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer received a critical pump error ¿open book image¿. Customer also reports that "open 23" error was received. It is unknown whether the customer was using auto-mode feature of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer was advised that the pump needs to be replaced. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thus. Verified 3 consecutive pump error 53 alarms line number: 5632 file number: 2005 in the adapt tool fault error log due to other electronic defect. No date time listed in the adapt tool fault error log for pump error 53. Confirmed the pump alarmed 23 on 14-mar-2023 11:49:03.000 in the history files. These alerts are expected and occur during normal pump operation.unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found no moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. Critical pump error (open book image) alarm was confirmed during analysis, due to a fatal alarm, pump error 53. Pump error 53 confirmed due to other electronic defect. Pump error 23 was not confirmed during testing but was noted in the pump history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.